Event description:
Power cord overheated and charred - power connector on operating table charred. Only damage appeared to be power connector related. Control settings normal and functional. Manufacturer rep called in for inspection, repair, and pm. Power cord and table connector replaced. No injury occurred.